Event description:
It was reported that there may be premature battery depletion. It was also reported that right ventricular lead showed high impedance and high threshold. The device was explanted and replaced. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. P1501 pacemaker 2006-(B)(6); 5076-52 implantable pacing lead 2006-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.